Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp) due to right cylinder separation from its final layer. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event.

Manufacturer narrative:
Malfunction was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to input tube wear this cylinder also had broken fabric threads. The other cylinder performed within specifications. There was a leak in the reservoir krt tubing due to sharp instrument damage. The pump was not functionally tested due to contamination. Review of the manufacturing records for this batch cannot be performed, as no batch number was reported and a ship history cannot be performed. Labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced fluid loss with the inflatable penile prosthesis (ipp) due to right cylinder separation from its final layer. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and returned. A supplemental report will be filed after the product analysis has been completed.